Event description:
It was reported that a malfunction alarm occurred. The customer cleared the alarm and continued to use the pump; however, a replacement pump was sent to the customer to address the issue. There was no adverse impact to the customer¿s blood glucose level.